Manufacturer narrative:
It was reported that this device was discarded. The device history record was reviewed and showed that this device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Without the return of the valve for analysis, a root cause of the paravalvular leak cannot be determined. (B)(4).

Manufacturer narrative:
A subsequent review of a procedural video following implant of the replacement device noted that a diastolic jet originating at or near that device's sewing cuff raised the possibility that the jet (which appeared to be aortic regurgitation) was associated with the presence of a shunt from the patient's right ventricle to the left ventricle, and may indicate a coronary fistula to the left ventricle (for example, from a large septal perforator). However, the video review did not establish a conclusive cause for the clinical observations for this device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this bioprosthetic aortic heart valve, the physician observed a paravalvular leak on the post-operative transesophageal echocardiogram. After three unsuccessful attempts to place the valve, it was removed and successfully replaced with a size smaller version of the same model device. No adverse patient effects were reported.